Event description:
The customer reported being in the emergency room due to low blood glucose of 45mg/dl. The customer stated that the paramedics were called multiple times and they treated him at the scene. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery during the prime process. He stated that there has been a time when there was no information for forty five minutes, and unexpectedly the information comes back, and he has to recalibrate or calibrate. The customer mentioned that he works with security and walks around with a radio on the right hip, while the insulin pump and transmitter are on his left side. The customer called back about issues with the sensor glucose versus the blood glucose. The customer stated that he is getting sensor alarms. The caller had lost over fifty pounds. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2013-91051.mfg. Report 2 of 2, medwatch report # 3004209178-2013-91052.